Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his batter has been dying quicker and that his vibrate intensity has lessened. His blood glucose was unknown. During low battery troubleshooting, the customer mentioned that his battery lasted more than a week and it was explained to him that the average battery life is about a week based on 40 units per day. Because the customer¿s vibrate intensity has lessened, the customer does not trust the pump and would like it replaced. He did not want to troubleshoot the issue. He was advised to discontinue use of the insulin pump and to revert to a back-up plan per his doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and self-test. The vibrator feature functioned properly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with minor scratched lcd window and cracked reservoir tube lip.